Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Patient in surgery for a removal spacer , with re-implant of right hip , a biomet drill was being used and at the tip of the drill bit broke off. The piece was retrieved in its entirety.